Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4). D4: correction: remove d4 lot no "73600520" & replace with "ni" + remove primary UDI number "(B)(4)" & replace with "(B)(4)".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "early sensor expiration" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.